Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe module had a note indicating that it would disconnect. The device was ran for three hours, did a full check, and passed. Per customer, no further information will be provided.